Event description:
It was reported that the dental implant was removed due to peri-implantitis. The doctor confirmed that the procedure was not completed with another implant and that the patient should return in the future without any impact on the patient's health. Doctor reported edema and inflammation as a consequences of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided . UDI not available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Supplemental report submitted as lot number has been provided after follow up with the doctor

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture. H6: evaluation codes. H10: additional narrative. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review was completed for the subject lot number 1239085. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 150 - str2 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
No further event information is available at the time of this report.